Event description:
It was reported that during an unknown procedure, all of a sudden the generator indicated "instrument error". So the surgeon stopped using the harmonic blade and handed it to nurse. The nurse later noticed that the bottom jaw was broken. Fortunately, it wasn't inside the abdomen. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned in good condition. The blade was visually inspected and it was in good physical condition and not broken in any way. The device was tested with a generator and was functional. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
Pt was revised to address loosening of the tibial tray and femoral component at the cement/bone interface (cement manufacturer unk). Osteolysis and poly wear of the insert were also reported. Also, during this surgery, a tc3 rp sz 5 17.5 mm insert was implanted with a sz 5 left c/s femur. The surgeon was made aware of this after the pt was removed from room. Surgeon did not notice any adverse mechanical effects while putting the knee through a range of motion, so he decided to leave the mismatched components in.